Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard winged tips split/fray. The following information was provided by the initial reporter: today, we used 3 of these catheters to try to start an IV on a 2 month old in 6e and all 3 split/frayed at the tip when inserted into the vein, so were not usable. A nicu nurse mentioned they had this same problem a day or two ago.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381511and lot number 4025342 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Additional information: customer response received on (B)(6) 2024 e/f codes updated.

Event description:
Customer response received on (B)(6) 2024 no patient was actually harmed, but the patient was poked 3 times for IV starts that were unsuccessful, because all 3 catheters frayed as soon as the skin was entered. The nurse then switched to the other 24g angiocath that is a little longer and had no more issues getting the IV.